Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
During maude review it was discovered that a user facility had reported the following: "suture anchor was being implanted when the implant broke in half. Per surgeon 2-3 mm tip remained in patient, irretrievable without harming the bone. No harm to patient and procedure was completed successfully." Maude report did not contain facility/reporter name or contact information. Therefore no follow-up is possible.